Event description:
Info received indicates the head section is uneven and not going down completely.

Manufacturer narrative:
The technician found the head section weldment was bent. He replaced the head section weldment to repair the bed.